Event description:
Sales representative reported this surgery was for a previous repair with arthrex bio knotless anchor which failed. The bioraptor split in half upon insertion. No part of the bioraptor remains in the patient. Another anchor was used to complete the repair. It was confirmed there was no patient injury reported.